Event description:
Reporting status: serious injury/attempted medical intervention. Reporting rationale: dissection attempted medical intervention. Device issue: none. It was reported that the vision stent was deployed and consequently a dissection occurred. Thus, for bail-out stenting, the zeta stent was advanced. However, the tip of the zeta came in contact with the vision stent and the zeta did not cross. Then, another company's stent was advanced, but it also failed to cross. There was no problem with blood flow; therefore, no further attempts were made and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.